Manufacturer narrative:
The cause for the increased advia centaur troponin xp ultra quality control recovery bias with a new troponin reagent lot (010073) is unknown. The customer was provided with troponin reagent lot (010074) and found this reagent lot to be satisfactory. Siemens has inquired if the customer is willing to provide mas quality control samples for further investigation. No conclusion can be drawn. The instruction for use under the quality control section states the following:"siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
The customer observed an increased advia centaur troponin xp ultra quality control recovery bias with a new troponin reagent lot (010073). The quality control bias was observed in particular at the low level control and clinical decision point. The customer has determined the observed bias is significant and is not processing patient samples using this new troponin reagent lot number (010073). There was no known report of patient treatment being altered or adverse health consequences due to the troponin quality control increased recovery bias.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00275 on 12/02/2013 for an advia centaur xp tni ultra quality control mean bias. 01/29/2014 - additional information: siemens internal studies does indicate a manufacturer quality control lot bias with the advia centaur xp reagent lot 010073 and reagent lot 010074, however quality controls were within the acceptable manufacturer's published quality control insert mean and ranges and patient results were not affected. No further action is required by the customer. Siemens internal quality control study: (B)(6). The instruction for use under the quality control section states the following: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."